Event description:
It was reported that the wake button became detached from the pump. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.